Manufacturer narrative:
Date of report: 9/10/2018. Date receive by manufacturer: 6/02/2018. The biomedical engineer replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that a defective component created the low leak-co2 rebreathing risk.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported that the unit was not in use on patient.